Event description:
(B)(4). Event occurred in the united states. The patient reported that the infusion set tubing was coming out of the tugging connector and had high blood glucose level. The location of detachment was at the tubing connector. The site location was at the stomach. The infusion had been in use for 1 day. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.